Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a cabinet that was hard to close properly. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a cabinet that was hard to close properly. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6)was performed from the date of manufacture, 02-oct-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 in the cabinet was difficult to close properly. A field service engineer (fse) found left rail of the drawer was not working correctly. The faulty rail was causing a restriction during the closure of the drawer. The cabinet was functional, but it was asking a little more attention when closing the drawer. The fse didn't have the replacement and will order the part. The system functioned as intended after the field service engineer investigate the device.